Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The manufacturer's technical services confirmed the reported issue. Advised customer to restart the v60. Customer had to disconnect all power as the unit was locked up. Customer states that the computer was not responding. Advised customer to restart the computer. The customer restarted the computer. After the computer restarted. The software loaded, issue was resolved. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that updating the software from 2.0 to 2.10 and the progress bar on the computer has stopped. The device was not in use at the time of the reported event; therefore, there was no patient involvement.